Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on (B)(6) 2015. The codes in this submission have been updated to align with the current accepted coding. Complaint no: (B)(4). Device manufacturer postal code: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 04:07:44. No additional information is available.